Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of fluctuating blood glucose levels. The customer states having a low blood glucose of 38mg/dl. The customer states having high blood glucose level of 400 mg/dl. The customer states the high blood glucose did go down gradually with the bolus from the pump. The customer states they are still adjusting to the pump. Nothing is being returned or replaced at this time.